Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: (B)(6) 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and revealed the cartridge tip was deformed; a stress mark was also observed from the cartridge to the cartridge tip. Viscoelastic residue was observed to be distributed throughout the length of the cartridge indicating that an adequate amount of ovd was used. The lens was observed to be stuck in the base of the cartridge. The lens was removed and further inspected, revealing that it was coated in viscoelastic residue. The lens was cleaned and inspected, and no further issues were observed. No further evaluation was performed. Conclusion: the complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the preloaded intraocular lens (iol) was bent and could not inject. When trying to insert it could not retract. The issue was observed when inserting the lens. There was no patient injury. From the additional information it was learnt that the tip was defective it almost appeared as if the plastic was molded incorrectly. The lens was stuck in the cartridge. Lens was partially inserted. The procedure was completed with the back up lens. There was no patient injury but required enlarged incision.. It was told that rest of case went fine did require suture due to larger incision. No other information is available.